Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the mode switch was on and the mode switch histogram showed 20,153 occurrences at a rate of 300 ppm. The device detected atrial loss of sensing. The patient had no history of atrial fibrillation. A software download was scheduled.